Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced a sling revision with a complete ureterolysis, take down of sling with transection of lateral sling attempts and cystoscopy due to bladder outlet obstruction with urinary retention.